Event description:
It was reported that during a mildly tortuous, moderately calcified, right anterior tibial artery intervention, a command guide wire was advanced without difficulty. An atherectomy device was advanced and used, but there was difficulty with removal of the atherectomy device from the command guide wire; therefore, both of the devices were removed as one unit to complete the procedure. Upon removal of the command guide wire, the guide wire was found kinked. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4) - indication for use. Evaluation summary: the complaint device was returned and the reported kinked core was confirmed, but the reported difficult to remove could not be tested due to the condition of the returned guide wire. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the warning section of the hi-torque guide wires for percutaneous transluminal angioplasty (pta) instructions for use (IFU) states: this device is not designed for use with atherectomy devices. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.